Manufacturer narrative:
(B)(4).

Event description:
The following events were noted during literature review that assessed the feasibility, safety and efficacy of large percutaneous femoral artery access using the prostar closure device for transcatheter aortic valve implantation (tavi): percutaneous femoral artery access was performed in (B)(6) patients. Complications observed in this group included: a total of (B)(6) deaths, one patient experienced a retro-peritoneal bleeding and died during the following night of the procedure. Two unspecified severe bleeding with massive transfusion while hemostasis was done leading to a secondary death after several days in ICU; for those 2 cases, particularly in one the massive transfusion has largely contributed to the negative evolution. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) failure to follow steps/instructions (sheath used greater than 10fr). Tavi group: (B)(6). Tavi group population: (B)(6). The article indicates the procedures were performed from (B)(6) 2008 to (B)(6) 2010. Pigtail catheter, 18f sheath, stiff guidewire. The prostar xl devices were not saved at the facility for return and evaluation. A root cause for the reported experiences could not be concluded; without the product to examine a cause related to a manufacturing issue can not be determined. The lot numbers were not identified; therefore, lot history record review could not be performed. Article attached: percutaneous femoral artery access with prostar device for innovative mitral and aortic interventions. European journal of cardio-thoracic surgery 39 (2011) 600-602. By jean-francois obadia, et al. - attachment: [emdr_hl7_2024168-2011-02682literature 176372 prp_1-009001ea4801caa58.pdf]